Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced infusion set leakage event on 14-dec-2024. The leakage was in the tubing. The patient replaced infusion sets and resumed insulin successfully. No further information available

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6001412 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6001412 were previously tested in 1881504 on 08/may/2024. Test results: visual test on reference samples, 10 samples out 10 samples passed the test. Functional flow test on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6001412 was manufactured according to the work instruction (wi) version 62 in the line 6, on 24/may/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6001412 and no other complaint has been registered in database for the same lot 6001412 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.